Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the patient underwent an esophagectomy without any issues. One week post-op the patient presented with hemoptysis (bronchoscopy test results - normal findings), respiratory failure, and hematemesis. It was suspected that the patient's anemia and hemoptysis/hematemesis was originating from post-op bleeding from the staple line. The patient was intubated and underwent reoperation. The dehiscence of the staple line was diagnosed via computed tomography and during the surgical procedure, there was leakage of intestinal contents during the exploration of the mediastinum. Surgical drains were inserted. Reportedly the patient showed complications during his hospital stay. The cause of death: "anastomotic dehiscence and its consequences". The date of death: (B)(6) 2016. No autopsy was performed.